Event description:
It was reported to medtronic minimed that the customer experienced damage pump and damage to back of the pump where the belt clip rail was. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, instructed the customer that pump would be replaced. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1885 was requested and customer response was the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank solid white display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and moisture damage on the [pcba 1, j7 connector / pcba 2 / force sensor / motor / harness assembly vibrator]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, broken belt clip rails, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked case near the corner of belt clip rails and cracked case on the battery tube side was noted. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1, j7 connector]. Moisture exposure confirmed on the [pcba 1, j7 connector / pcba 2 / force sensor / motor / harness assembly vibrator]. Unable to download history/trace files using thump confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.